Event description:
A physician reported that during implantation of an intraocular lens (iol), a foreign material was found adhered to the lens immediately after implanting it. The foreign material was removed by irrigation/aspiration and the surgery was completed. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Five unopened company cartridges were returned for the same lot. One unopened company cartridge was randomly pulled from the returned unopened samples. The company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified handpiece and viscoelastic were indicated. The lens model/diopter used was not provided. It is unknown if a qualified product was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. One of the returned unopened company cartridges was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. The associated lens model/diopter was not provided. It is unknown if qualified company lens was used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also intructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).